Event description:
The physician was attempting to use a reef hp pta balloon catheter to treat an arteriovenous fistula (avf) with 75%-80% venous stenosis. The lesion was non tortuous with no calcification. No abnormalities noted during preparation and inspection of the reef device prior to use. An ev3 evercross pta balloon was deployed initially but was unable to dilate the target lesion. No resistance noted during delivery of the reef hp to lesion. The physician deployed the reef hp pta balloon (no abnormalities noted) next and inflated the balloon twice (22atm and duration of each was 1 minute) successfully at the avf lesion. On the third inflation attempt, the balloon was inflated to 20 atm and it burst. Dr (B)(6) experienced difficulty removing the burst balloon and had to perform a cut down in order to remove it. Subsequently, the case ended with no further intervention. Evaluation summary: only the distal portion of the catheter returned for technical analysis (total length of 42cm). The shaft and balloon portion appeared strongly dirty of blood. The balloon portion was separated in two by a circumferential cut in the middle area of the balloon. The distal portion of the balloon was strongly corrugated and wrapped towards the tip. The distal marker moved towards the distal tip. The marker tube appeared stretched. Close to the distal marker, in the marker tube a hole was detected with the characteristics of a tube burst from the inner tube outwards. Procedural image review: the procedural image received shows the reef hp balloon inflated in the av fistula, tightly curved and necked in the area of the lesion.

Manufacturer narrative:
Evaluation results: related to operational context- event most likely procedural related, the reef hp was inflated successfully twice before the balloon burst during the third attempt. Patient¿s condition affected effectiveness of device-arteriovenous fistula with 75%-80% venous stenosis. Deformation problem- balloon burst, detachment of components. Evaluation codes conclusion: operational context caused or contributed to the event-event most likely procedural related, the reef hp was inflated successfully twice before the balloon burst during the third attempt 50 device failure/lack of effectiveness related to patient condition -arteriovenous fistula with 75%-80% venous stenosis. (B)(4).